Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The false air in line alarms were confirmed during a review of the event history log. Evaluation found the lower ultrasonic sensor fluid readings to be below specification, which can make the device more sensitive. During a physical inspection of the device, cracks were found in the upstream sensor tail pins causing the false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.